Event description:
The pivot pin got detached during use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged , and its bosses are both damaged where they engage the jaws. We are unable to determine what caused the tips to be loose and misaligned, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly and for the drive rod and it's bossed to become bent/damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The pivot pin got detached during use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 1 year.